Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, a definitive root cause for the reported event could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the initial reporter confirming that this event had no patient involvement. No further details were provided.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in event, there was no image present due to a faulty printed circuit board. Additionally, the unit had suffered a leakage issue as there were multiple points of corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus hd camera head due to the image having noise present during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of image found during the device evaluation.